Event description:
A healthcare facility in (B) (6) reported via our distributor that a 900mr569 airway temperature probe caused the mr730 respiratory humidifier to heat continuously "without stopping." The temperature within the humidification chamber was also very high. This event was detected before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The returned 900mr569 temperature probe was connected to an mr730 humidifier and temperature readings monitored over a period of 1 hour. The temperature readings were verified against a digital thermometer. Results: no physical damage could be detected on the temperature probe. A comparison of the temperature readings recorded on the humidifier display with those obtained from the thermometer indicate a variation that is within the acceptable range for this device. A lot check revealed 1 other complaint of this nature for this particular lot number. Conclusion: no fault has been detected with the subject 900mr569 temperature probe. The device is operating correctly. We have received 2 other complaints of this nature in respect of 2 other devices, all of which have originated from the same healthcare facility in (B) (6). The mr730 respiratory humidifier was not returned to fisher & paykel healthcare for testing. We are currently in the process of obtaining further info in respect of the humidifier. A follow-up vigilance report will be provided when add'l info becomes available.